Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. A leak test was performed. A leak was found on the exposed portion of the soft cannula. The soft cannula was observed to be torn. The timing and cause of the soft cannula damage could not be determined. Fluid was unable to flow through the complete fluid path due to the tear in the soft cannula. The pod data does not indicate a struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No other damages or deficiencies were found that would result in the device failing to deliver insulin.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 342 mg/dl. The patient reports having redness at the pod infusion site (leg). The patient reports they removed the pod and administered a correction bolus.